Manufacturer narrative:
A patient experiencing pain at ipg site/lead migration was reported to abbott. Both leads had migrated from the original level. The patient requested to proceed with an ipg replacement due to pocket site pain. A surgery date has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was obtained, revealing that the patient underwent surgical intervention on (B)(6) 2024; during which, the ipg was replaced, one lead was explanted (related manufacturer reference number: 3006705815-2023-07674). It was originally reported that the remaining lead had migrated (related manufacturer reference number: 3006705815-2023-07675); however, fluoro confirmed there were no issues with this lead. Therapy was restored post op using the one remaining lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07674, 3006705815-2023-07675. It was reported that the patient is experiencing pain at the ipg site, and both of the patients leads had migrated. Fluoroscopy imaging was used to confirm the migration issue. Surgical intervention may be taken at a later date to address the issue.